Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had foreign matter (a piece of hair) inside the barrel. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Bd received 1 sample for investigation of 50ll lot 1707231. Upon visual inspection of the sample received, a hair can be observed inside the syringe, on the stopper. DHR of lot 1707231 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 50ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair covers, moustache cover, coat, beard cover, shoes cover) according to internal procedure. In addition, assembly line for ref.300865 has a vacuum blowing system for particles. This defect has been caused because operator did not follow the clothing rules according to procedure. A project is open to investigate and reduce the occurrence of this defect. #1442. The incident is reported to area manager. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Sub-process visual inspection functional inspection. Molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot. Primary packaging: 1 advance-step (with product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot. Secondary packaging: 1 shelf-package per pallet. Equipment of manufacturing line is regularly cleaned according to procedure: once per shift or during any long stop of the manufacturing line. Always any kind of contamination or potential contamination is detected in areas in contact with the product. During mechanical maintenance of the line. Also critical points: during programmed stops of molding machines. Project# (B)(4) is open to investigate and reduce the occurrence of this defect. The incident is reported to area manager. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.